Event description:
It is reported that a customer had issues priming and rewinding the insulin pump. The pt's blood glucose level was 213 mg/dl. The caller was the customer's wife who was assisted with the issue. The caller was able to rewind and prime the pump. The caller was advised to monitor the insulin pump for any future issues. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.